Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a surgical procedure due to lead migration. The lead was explanted and replaced with a lead. No patient complications were reported.

Event description:
It was reported that the patient with this neurostimulator underwent a surgical procedure due to lead migration. The lead was explanted and replaced with a lead. No patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - p190006. The device was returned for analysis. Visual inspection revealed that the ring of the tined lead was flattened, there was slight deformation at the distal end. Electrical performance of the lead was normal. Impedance and resistance testing both passed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported complaint cannot be confirmed. The device was returned and deemed functional. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was returned for analysis. A DHR review was performed for serial number (B)(6). Review of the dhrs found no non-conformances. All established specifications and criteria for release were met. Migration is an inherent adverse event that is possible with implant procedures as listed in the information for prescribers and patients insert. A risk review was completed and revision surgery due to lead migration is cited in the hazard analysis as severity 2 (moderate) and occurrence 3. The reported complaint cannot be confirmed. The device was returned and deemed functional. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. Correction: block a6: race. Block e1: initial reporter email. Block h11: investigation details.

Event description:
It was reported that the patient with this neurostimulator underwent a surgical procedure due to lead migration. The lead was explanted and replaced with a lead. No patient complications were reported.